Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tuba-ovarian abscess') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with right salpingo-oophorectomy and appendectomy). Essure was removed on (B)(6) 2014. At the time of the report, the tubo-ovarian abscess outcome was unknown. The reporter considered tubo-ovarian abscess to be related to essure. The reporter commented: left and right side-3 coils were trailing in the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: tubo-ovarian abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.